Event description:
It was reported that the physician received a (B)(4) transmission noting a vf episode. The episode showed extra sensed events during vf detection. Lead damage was suspected. During lead revision, externalized conductors were observed. Lead was capped and replaced. The patient was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.